Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy procedure the system could not reflux. The surgeon was using micro reflux which did not have enough pressure to push out what was in the cutter. A company rep changed the surgeon's settings to proportional reflux and surgery was completed with no harm to the pt.